Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call.

Event description:
It was reported that the 9800 system intermittently locked up during a case. No pt injury was reported.